Event description:
Surgeon reported via third party distributor that implanted device was found broken after four month since the surgery performed. According with the surgeons' opinion the consolidation was insufficient . Revision surgery was performed and the broken nail was removed and replaced with a non stryker item.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported issue was confirmed. The nail was classified as primary product during investigation. Any other implants were neither reported nor returned. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the posterior bridge of the proximal lag screw hole. The posterior breakage line was found within the drill marked area. This misdrilling effect weakened the posterior bridge and most likely caused a notching effect at the lateral side of the bridge, which significantly favours a nail breakage. Misdrilling could occur in case the target device is pre-damaged, instruments are not assembled correctly or bending forces are applied to the drill and/or target device during drilling. The operative technique includes that the target device always shall be checked prior to every surgery. Smooth lines of rest are slightly visible on the posterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the posterior bridge at lateral. After the posterior bridge was fully or mainly broken, the anterior bridge followed very quickly. The steeply rising breakage line of the anterior bridge is indicating that the implant was suffering from a high torsional load. The nail broke due to a fatigue fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did also contribute to the nail breakage. According to the surgeon¿s opinion the ¿consolidation was in sufficient¿. On the provided x-rays (see [fi. 12+13]) there are several gaps visible at the fracture site. The proximal and distal fragments of the bone are not in alignment. No medial support can be recognized. Thus, the full load bearing was put on the nail. All these facts are listed as adverse effects in the IFU and did also contribute to the implant breakage. The nail breakage is attributed to overload contributed by intra-operative implant damage. No non-conformity identified.

Event description:
Surgeon reported via third party distributor that implanted device was found broken after four month since the surgery performed. According with the surgeons' opinion the consolidation was insufficient . Revision surgery was performed and the broken nail was removed and replaced with a non stryker item.